Event description:
The customer called into technical support (ts) reporting that the device has technical malfunction on the device in connection with the turbine. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The field service engineer replaced the blower and the motor control board to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed motor controller board and blower motor assembly were returned to the manufacturer for failure investigation (fi). A visual inspection of the mc board and the blower motor assembly revealed no evidence of damage or contamination. The fi technician tested the blower motor assembly and installed the motor controller board into a fi ventilator to duplicate the reported issue. The customer complaint cannot be verified. The returned blower and motor controller board both passed all testing. No fault was found.